Event description:
Reporter alleged discrepant results were obtained with blood glucose monitoring device and a valid lab comparison. Reporter stated device measured 416 mg/dl and lab comparison ws 264 mg/dl performed 20 minutes apart. Reporter did not provide patient's treatment information; however, did indicate controls were used and found to be within an acceptable range. A request was made for the return of the suspect device; however, replacement was declined.